Event description:
The event is reported as: leak at adaptor connection to the flow meter during nebulization. No injuries reported.

Manufacturer narrative:
Product has been received by manufacturer. The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.